Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Customer's blood glucose level was in the 200's (mg/dl). Reportedly, the customer continued to use the pump for insulin therapy.